Event description:
Surgeon performing laparoscopic hemicolectomy. During process of ligation of ileocolic artery and vein, endovascular stapler used. Stapler cut but did not staple. Blood vessels bleeding. Surgeon then clipped blood vessels proximally and distally with endoclips. No further incident.